Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid-right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres for 5 seconds, the ballon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.